Event description:
Per the clinic, the patient experienced an abscess around the implant side and was hospitalised on (B)(6) 2014 for four days; however, the issue could not be resolved.the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed july 18, 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.